Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the heart transplant procedure, the non-removable plastic sleeve on the insulated cautery tip was detached from blue insert and fell onto the sterile field and not into the patient. It was found by the scrub nurse approximately 20 minutes after noticing the missing piece. There was no patient injury.